Event description:
Breast implant illness. Severe. I became so sick. I have now developed mast cell activation syndrome. I am anaphylactic to water. I cannot drink it. I have to use IV saline around the clock this will be for life. I am anaphylactic to heat, cold, exertion, exercise, most food. There are only a handful of foods I can eat. The doctor has put me on continuous benadryl IV now. Auto immune issues are not a game to play with. I explanted a little over a year ago. I cannot take any medicine by mouth due to anaphylaxis. No vitamins or minerals. This has not reversed since explant. I am sick daily. I was healthy before. I got these implants in 2002. This isn't living. I've had so many tests I could write a book. If you need any doctor records let me know and I'll release them. FDA safety report ID #: (B)(4).